Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information that during a routine implant procedure, the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads would not loosen from the device header. Once all the setscrews were loosened, the three leads were successfully removed. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.